Manufacturer narrative:
One cadd solis vip pump was received with a bubble in the downstream occlusion sensor (dso) seal. The event history log was reviewed and the pump was ran in user mode. The reported "lec 46876" problem was not duplicated. The error was recorded twice in april and the pump continued to be used into july. No recurrences of the error were recorded during that timeframe. The error was cleared from memory. The firmware generated a transient error. The pump will undergo standard preventative maintenance.

Event description:
Additional information was received that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Other text: (B)(4) unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error code 46876 . There were no injuries or adverse events reported.